Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy electrodes) has been confirmed. Upon investigation the therapy electrodes were not recognizing and the belt was unable to complete detect and treat testing. The root cause for the intermittent connection was unable to be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.